Manufacturer narrative:
Conmed was in receipt of two reusable cables. However, the number of usages and lot numbers are unknown. The returned samples were subjected to an electrosurgical unit (esu) interface test which simulates actual use. The returned samples had passed and the reported malfunction could not be reproduced.

Event description:
The forceps had activated even when the doctor did not activate the forceps.

Manufacturer narrative:
The suspect device has not been received yet. A message was sent to conmed's distributor to inquire about the number of usages and sterilization process used on the suspect device. However, the distributor was unable to obtain that information. A follow-up report will be sent within the next thirty calendar days to disclose the evaluation results once the product has been returned.